Event description:
A surgeon reported a capsular bag tear requiring a vitrectomy occurred during intraocular lens implant surgery. The iol was inserted and removed. The association between the intraocular lens and this event is not known. Additional info has been requested.